Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient undergoing a spinal procedure at the t2-pelvis levels for the pre-operative diagnosis of stenosis. It was reported that the driver tip broke when trying to drive the pelvic screw as the bone was very hard. There were no patient symptoms reported. There were no further complications reported regarding the event. Additional information received stated that the procedure being carried out was t2-pelvis revision fusion. All of the reported drivers were broken at the tip when trying to advance the same pelvic screw into a very sclerotic bone. The distal tip of the drivers were then stuck inside the shank interface. No further complications were reported regarding this event.